Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tore apart - tampon [device breakage]. No adverse event [no adverse event]. Case narrative: consumer reported via phone that the tampon tore apart during removal. No serious injury was reported.

Event description:
Tore apart: tampon [device breakage]. No adverse event [no adverse event]. Case narrative: consumer reported via phone that the tampon tore apart during removal. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.